Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose. The customer's blood glucose was 49 mg/dl at the time of incident. The customer stated that his blood glucose was around 300 mg/dl and got treated with manual injections and went down to 49 mg/dl. The customer stated that he treated his low blood glucose with orange juice. The customer declined helpline assistance. The insulin pump will not be returned for analysis.